Event description:
It was reported that a clearlink continu-flo solution set disconnected from a non-baxter blood collection container. This occurred during infusion and caused blood to spurt onto the nurse¿s hand. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.